Event description:
Received new insulin pump 3102. At beginning of 9102 had to return insulin pump to manufacturer due to error messages after changing battery. Was told software problem. 10-12 weeks repair. Error code was e#21. Received refurbished pump and had to return due to problems. After returning new insulin pump in 9/02 received refurbished pump. After approximately 5-6 weeks had to return pump. Error code e35 and e21 showing up pump said out of insulin but had 86 units in it. Tech could not get pump working.